Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, weight, race, and ethnicity were not provided. (B)(6). The initial reporter email address is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. (B)(4) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6948520. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00518 and 3008114965-2022-00519. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that angiography confirmed that the male patient suffers from severe stenosis of the middle basilar artery. After the patient underwent pre-dilation of the stenosed vessel with a balloon catheter, it was found that the stenotic vessel could not be maintained in an effective shape; a 4.5mm x 14mm no distal tip enterprise® vascular reconstruction device (vrd) (enc451400 / 6948520) was used to maintain the vessel shape. The physician pushed the 4.5mm x 14mm enterprise® vrd into a 150cm x 5cm prowler select plus microcatheter (606s255x / 30727352). The stent was impeded in the microcatheter and could not be advanced nor retracted. After several attempts, the stent was retracted into the introducer sheath, but the stent component was detached / separated from the delivery wire. The microcatheter was then removed. The prowler select plus microcatheter and the 4.5mm x 14mm enterprise® vrd were both replaced with new devices to complete the procedure. There was no patient adverse event or complication reported.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that angiography confirmed that the male patient suffers from severe stenosis of the middle basilar artery. After the patient underwent pre-dilation of the stenosed vessel with a balloon catheter, it was found that the stenotic vessel could not be maintained in an effective shape; a 4.5mm x 14mm no distal tip enterprise® vascular reconstruction device (vrd) (enc451400 / 6948520) was used to maintain the vessel shape. The physician pushed the 4.5mm x 14mm enterprise® vrd into a 150cm x 5cm prowler select plus microcatheter (606s255x / 30727352). The stent was impeded in the microcatheter and could not be advanced nor retracted. After several attempts, the stent was retracted into the introducer sheath, but the stent component was detached / separated from the delivery wire. The microcatheter was then removed. The prowler select plus microcatheter and the 4.5mm x 14mm enterprise® vrd were both replaced with new devices to complete the procedure. There was no patient adverse event or complication reported. On 28-aug-2022, additional information was received. The information indicated that a gateway¿ pta balloon catheter (boston scientific) was used. Adequate, continuous flush was maintained through the microcatheter. The procedure was completed with another 4.5mm x 14mm enterprise stent of the same product code (enc451400) and another 150cm x 5cm prowler select plus of the same product code (606s255x). There was no clinically significant delay in the procedure as a result of the reported issue. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 14mm no distal tip enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that only the delivery wire and the introducer were returned. They were inspected and no damages were observed on either components (i.e., no elongations, no kinks, nor separated fragments). The stent component was not returned. The delivery wire was returned without the stent component, the reported issue documented in the complaint related to premature detachment could not be confirmed. The event description states that after several attempts, the stent was retracted into the introducer sheath, but the stent body was separated from the delivery wire; however, based on the findings, it is suggested that the stent may not have been fully retracted into the introducer sheath when it became detached from the delivery wire and was lost somewhere in the postoperative process. Without the stent, it is not possible to identify contributing factors to the reported failure, and the impeded condition could not be tested for through functional testing. It is possible that clinical and procedural factors, including device manipulation and vessel characteristics, may have contributed to the impeded condition encountered during the procedure; however, this cannot be conclusively determined. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6948520. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00518 and 3008114965-2022-00519. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 25-aug-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00518. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 28-aug-2022. [Additional information]: on 28-aug-2022, additional information was received. The information indicated that a gateway¿ pta balloon catheter (boston scientific) was used. Adequate, continuous flush was maintained through the microcatheter. The procedure was completed with another 4.5mm x 14mm enterprise stent of the same product code (enc451400) and another 150cm x 5cm prowler select plus of the same product code (606s255x). There was no clinically significant delay in the procedure as a result of the reported issue. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00518 and 3008114965-2022-00519. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.